Event description:
The customer received questionable low thyrotropin (tsh) results for an unknown number of patients that were "blocked" due to the comparison with the thyroid profile and previous results. The assay was recalibrated and the patient samples were retested. The repeat results for tsh were reported outside the laboratory. Data was provided for one patient sample with a discrepant tsh result and a discrepant free thyroxine (ft4) result. The initial tsh result was 0.002 and the repeat result was 1.5. The initial ft4 result was >7.7 and the repeat result was 1.2. No units of measure were provided. Clarification was requested. It was unknown if the patient was adversely affected due to the tsh result. The tsh reagent lot number was 169099. The expiration date was not provided. The lot and expiration date for the ft4 reagent was not provided.

Manufacturer narrative:
The investigation could not determine a specific root cause based on the limited information available. As the questionable results were not reproduced and the calibration and qc results were within specification, a reagent related issue was not likely. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).